Event description:
The hcp reported, the pt was experiencing increased pain. The pt had been receiving compounded morphine 50mg/ml at a daily dose of 21 mg. The actual reservoir volume was 20ml and the estimated reservoir volume was 10.8ml. A study was done. The results were not reported, but the hcp questioned a rotor stall. The pump was explanted after an implant duration of 21 months and replaced. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.